Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous artery. Pre-dilatation was performed resulting to a 15% residual stenosis. Following pre-dilatation, a 2.25 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported.